Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely unexpected stress was applied to the camera head due to user mishandling and the charge-coupled device unit broke down, resulting in no image output. The instructions for use have the following statement which can prevent the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.".

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of a ¿black screen" was confirmed. There was no image on screen due to faulty charge-coupled device (ccd). The cause of the ccd failure cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the camera head displayed a black screen . There was no patient involvement reported.